Manufacturer narrative:
A review of the implant's manufacturing record indicates that it was manufactured to specification. Based on the information available, the root cause of the event cannot be determined. Should additional information be obtained to further this investigation, this report shall be updated.

Event description:
It was reported that the patient is experiencing pain in their left knee and right knee. This report is for the right knee. The patient received a persona tibial implant on (B)(6) 2014. The patient also received a tm patella on the same date. Note that as of this notification, the patient has not had their tm patella revised nor is there any indication that the tm patella has any issues or is related to the patient's pain. Note that the persona tibial component is of zimmer biomet (B)(4) design control and the tm patella is of zimmer biomet (B)(4) design control.